Event description:
It was reported that guide wire break occurred. A 182cm j choice¿ guide wire was selected and used for a pacemaker implantation. When the device was removed from the patient, the guide wire broke. The device was completely removed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has wire broken, kinked and distal end damage, as part of overall visual revision. Visual inspection was performed and the device returned was broken in two sections, also both sections presents kinks and the spring tip is stretched and kinked. All the outer diameter (ods) and the sum of the part#1 with the part#2 of the broken guide wire taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire break occurred. A 182cm j choice¿ guide wire was selected and used for a pacemaker implantation. When the device was removed from the patient, the guide wire broke. The device was completely removed. No patient complications were reported and the patient's status was fine.